Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a number of "liq error "messages when using the ih-liss rack on the ih-1000. When the customer inspected the ih-liss rack they noticed a few wells with very little liquid in the wells. They also noticed wells without any liquid. The customer stated that well 9 and 10 were affected. The customer provided images which confirmed the reported issue. Our quality control laboratory investigated their retention samples and could confirm the customer´s finding. Risk assessment: the suspension of red blood cells prepared with liss from underfilled wells and the following dispension into ih-cards may result in a liq-error message on the ih-1000 or may result in abnormal pellet sizes which may cause uninterpretable, or in very rare cases, potentially erroneous results on the ih-1000. Uninterpretable results may require retesting or further result verification including visual inspection by the operator. Impact for the patient: very weak incompatible crossmatches might be missed in rare cases. Based on the risk assessment bmd sent an "urgent medical device correction" letter to affected customers. In this letter the customers are advised to stop using the affected lot of ih-liss rack. FDA will be notified of this fsca.